Event description:
It was reported that this patient with a 3300tfx 25mm aortic valve, implanted for nine (9) years and seven (7) months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 25mm aortic valve, implanted for 9 years and 8 months, underwent a valve-in-valve procedure due to torn leaflet and aortic insufficiency, with suspected endocarditis. The procedure was performed with a non-edwards transcatheter valve.

Manufacturer narrative:
Updated sections: b3, b5, g3, g6, h2, h6 component code, health effect - impact code, and device code(s).

Event description:
It was reported that this patient with a 25mm 3300tfx aortic valve, implanted for 9 years and 8 months, underwent a valve-in-valve procedure due to moderate to severe aortic insufficiency secondary structural deterioration. The patient presented with progressive shortness of breath. The procedure was successfully performed with a non-edwards 29mm transcatheter valve and the patient was transferred to the ICU in stable condition. Per medical records, echo showed moderate to severe aortic regurgitation. Tee in some views there appeared to be excess mobility of the leaflet and malcoaptation, but the precise mechanism is difficult to discern. Patient was worked up for perforated valve leaflet from possible endocarditis in setting of extensive dental work without antibiotic prophylaxis earlier this year. Pet scan demonstrated no evidence of endocarditis therefore plan was to purse tavr procedure.

Manufacturer narrative:
Updated sections: a4, b5, b7, d4 expiration date, h4, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.